Event description:
Right after starting to use the working element with the monopolar cord attached, the surgeon noted something warm at his hand. He looked down and saw the cord was on fire. The doctor stopped using the instrument immediately and blew out the flame. No harm was done to the patient or to the doctor.